Event description:
The lay reporter family member contacted lifescan (lfs) alleging that the meter had been displaying low readings on the meter. The medical affiars specialist (mas) mailed a letter, since the pt could not be reached by telephone for further clarification. The family member stated her pt received a blood glucose reading of "04 or 4" on the meter and felt dizzy at the time of testing. The pt was taken to the hosp where he was admitted for 8 days. During the hosp stay, his blood glucose was tested three times a day and he was treated with an IV. No further clinical info was provided. It would have been helpful to know whether segments were missing on the device, the pt's diabetes regimen, initial reading in the hosp and the diagnosis. The pt had been using expired test strips and had not been cleaning the meter. Customer care agent (cca) sent the pt a replacement meter.